Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that sometimes air bubbles are seen in the part of the tubing that goes into the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that air bubbles were found in the as lvp ss bag 20d low sorb ss tex 0.2m tubing leading to the pump. The following information was provided by the initial reporter: "stated sometimes see air bubbles in the part of the tubing that goes into the pump and air in line alarms have decreased since brought this to the pharmacists attention." "If bubbles occur at the start of the chemotherapy infusion will massage the tubing to get rid of the bubble. If occurs during the infusion will drip the fluid slowly to get it past the pump. No patient harm reported."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air bubbles were found in the as lvp ss bag 20d low sorb ss tex 0.2m tubing leading to the pump. The following information was provided by the initial reporter: "stated sometimes see air bubbles in the part of the tubing that goes into the pump and air in line alarms have decreased since brought this to the pharmacists attention." "If bubbles occur at the start of the chemotherapy infusion will massage the tubing to get rid of the bubble. If occurs during the infusion will drip the fluid slowly to get it past the pump. No patient harm reported."